Event description:
Per plaintiff's complaint, (B)(4), (B)(6) was injured requiring medical treatment to plaintiff (B)(6) left knee (underlying injury). "Thereafter, plaintiff began receiving treatment of the underlying injury from a qualified medical provider. " "on (B)(6) 2008, plaintiff was prescribed the use of a cold therapy unit (ctu) known as "ebice model 10d" "as part of the treatment for the underlying injury." "On (B)(6) 2008 (date of first use), plaintiff began using the ctu. Since ending the use of ctu, plaintiff (B)(6) discovered that the ctu caused the complained of personal injuries. Plaintiff (B)(6) first suspected the injuries were caused by the ctu on or after (B)(6) 2010 (discovery date) "the approximate date plaintiff saw a television advertisement discussing the possible connection between similar injuries and the complained of ctu." "Plaintiff has suffered: pain, suffering, and inconvenience, disfigurement, physical impairment".

Manufacturer narrative:
The package insert contains the following information for the health care practitioner. "Adverse effects: when cryotherapy is selected as a treatment modality, close monitoring of the patients response to cryotherapy treatment is critical." "Localized reaction to cold: localized reactions to cold may include chilblain, frostbite, or immersion syndrome." "Special considerations: 1.) Individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner." "Warnings: the licensed health care practitioner determines the appropriate treatment for each patient."

Manufacturer narrative:
Further investigation did not find any evidence of biomet ebice cold therapy system usage or indication of cold therapy related injury. As such, the alleged complaint could not be verified. Additionally, a motion for voluntary dismissal has been filed.